Manufacturer narrative:
This report is submitted on february 08, 2018.

Event description:
It was reported the device was explanted on (B)(6) 2017 subsequent to the patient experiencing a skin flap infection.